Event description:
On (B)(6) 2012 customer reported that the needle bellows, on the lh50 instrument, were not draining. Customer stated that approximately 2 ml of fluid leaked under the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found pinch valve 57 stuck. Fse resolved the issue by lubricating the valve. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications.

Manufacturer narrative:
(B)(4).